Manufacturer narrative:
Was unable to receive lot number from consumer.

Event description:
On 07-nov-23, nurse assist received a complaint via phone from james gorman of the following event description from nurse assist customer service e-mail: he irrigated a wound in his abdomen, and he said he got mrsa and other issues. He does not have the product. He used it may, june, august. He wants a call back to investigate it to see if using our product caused his medical issues.